Manufacturer narrative:
Follow-up # 1 date of submission 03/21/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump delivery history revealed that the last bolus delivery occurred on (B)(6) 2015, and a bolus delivery of 24.55 units was recorded on (B)(6) 2015. No cancelled bolus deliveries were recorded, and the total daily dose values added up to reflect the programmed basal rate accurately. During testing, the pump was exercised for 24 hours on a 1 unit/hour basal rate, and the rewind, load, and prime steps were completed successfully with no duplicated history/settings issues. The pump accurately recorded a delivery of 24 units. A 10 unit normal bolus was correctly delivered and recorded in the bolus history. All of the keypad buttons responded appropriately to user presses. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump history did not accurately record delivered bolus amounts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.